Event description:
The customer reported that the system displayed a generator error message and would not produce diagnostic fluoroscopic x-ray images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was checked. The 3000 maxiplus tube assembly needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.